Event description:
It was reported that the filter had perforated the mesentery. On (B)(6) 2004, the patient was implanted with a greenfield filter. On (B)(6) 2019, the patient received an abdominal CT scan for an unspecified injury of the inferior vena cava (ivc). The filter struts were observed to extend beyond the confines of the ivc on the right side. No further patient complications were reported.